Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition and bias wear. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A tear and abrasions through the lunula of the non-coronary cusp appeared to be due to wear on the bias cloth. The lunula of the left cusp was prolapsed adjacent to the point of coaptation. Glistening off-white pannus remained attached to the sewing ring, extending to the tissue and base stitching, into all inferior coaptive areas and 1 to 4 mm onto all cusps, significantly reducing the inflow orifice area. Radiography showed trace mineralization in the non-coronary cusp and host tissue on the sewing ring. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, bias wear contributed to the tear.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 years was explanted due to calcification. There were no adverse patient effects reported.